Event description:
The lay user/ pt contacted lifescan in 2008 and alleged that her one touch basic enhanced meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred "last week" (date/time not specified). As a result of the reported issue, she took her usual dose of diabetes medication (glipizide, metformin, and actos). The pt also mentioned that she was feeling sick", dizzy, nauseous, and had frequent urination after the reported issue began. She also reported that "last week at 9:00 am" she received assistance/advice from a healthcare professional and a lab test was performed. The pt lab (hba1c) test result was 9.5. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt had replaced the battery per the owner's manual and had correctly installed the battery. However, it was discovered that the battery contact was broken/loose. This complaint is being reported because the pt alleged she experienced symptoms that can be associated with severe hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.